Event description:
The customer reported that the device displayed a red x when the therapy cable was touched.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a red x when the therapy cable was touched. There was no report of pt impact or involvement. A philips field service engineer evaluated the device and could not reproduce the reported symptom. We cannot determine the cause because the symptom could not be reproduced.